Manufacturer narrative:
Block h6: based on ar codes device clip: premature deployment. An upper scope was being performed, at an unknown location, this complaint has been determined to be an MDR reportable event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on november 11, 2023. The anatomy location is unknown and reported to be somewhere in the (gi) gastrointestinal tract. During the procedure, the physician positioned the endoscope in the correct direction to deploy the clip. The nurse assisted in releasing the clip from the catheter, but unfortunately, the deployment system had a problem, and the clip was released before the two clicks were heard. As a result, the clip only managed to grasp onto a small portion of the lesion, and it appeared to be loose. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event.